Manufacturer narrative:
The reported events were insulation twisted and difficult to remove stylet from lead were confirmed will the reported event of operation issue was not confirmed. As received, a complete lead was returned in one piece with the stylet inserted inside. Visual inspection found the outer insulation to be twisted throughout entire lead body. X-ray examination found over-torque of the inner coil, consistent with procedural damage. The reported events of difficult to remove stylet from lead and insulation twist were due to the inner coil being over-torqued at the connector region consistent with procedural damage. No other anomalies were identified.

Event description:
It was reported that the patient presented during implant procedure. During procedure, the physician noted that the fixation of the right ventricular was difficult and the right ventricular lead's insulation appeared to twisted after several unsuccessful attempts. During retrieval, it was noted that the right ventricular was difficult to be separated from the helix locking tool. The reported lead was not installed and the procedure was completed with a new lead on (B)(6) 2023. The patient was in stable condition.